Event description:
It was reported that the patient presented in the ER after receiving inappropriate shocks. Fluctuating pacing lead impedance was noted and noise was seen with isometrics. Lead fracture was suspected. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. A fracture of the inner coil was noted at the weld to the helix shaft. This fracture is consistent with the observation from the field of noise, impedance measurement anomalies, and inappropriate shock therapies.